Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device this incident, it was determined that the station was not connecting to the network. A field service engineer (fse) found that the station was unable to connect to the hospital network and was showing unidentified network. The fse tried refreshing the connection, but the same issue had persisted. The fse found that another station at the facility was experiencing the same issue. The fse advised the customer to reach out to the hospital information technology (it) team to resolve the issue. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es device was not connecting since reboot for an update. The customer stated that they managed to get the medication from another source and that caused a delay in patient care. There were no adverse events or injuries reported based on this event.